Manufacturer narrative:
End user fell forward out of the wheelchair causing minor bleeding to arms. Replaced brakes and fitted lap belt. The action 2 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).

Event description:
End user fell forward out of the wheelchair causing minor bleeding to arms. Replaced brakes and fitted lap belt. The action 2 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in (B)(6).